Event description:
Allegedly sandlike material found on the implant when it was opened. Component was rinsed and implanted.

Manufacturer narrative:
Recall ref #z-1025-2012:this is a reportable malfunction. During a retrospective review of files, we determined this incident to be a reportable malfunction.

Manufacturer narrative:
(B)(4):conclusion: device was out of spec in a manner that relates to event.